Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced unresponsive keypad. The probable cause of the reported issue was due to electrical failure of the keypad. A review of the complaint history record was performed for which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 26/aug/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.